Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not working. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not functioning. The technical support specialist (tss) dialed into the device and confirmed that the out of service notice was displayed. The tss logged in and unchecked the enable out of service option. The tss then followed up with the customer and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not working. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.